Event description:
It was reported that the pta balloon ruptured at 12 atm within a stent while being used in a stented subclavian vessel. Reportedly, upon removal, resistance was met at the anastomosis and also when the balloon was retracted into the sheath. The sheath was removed with the glidewire remaining in place. Upon removal of the balloon, it was found that the distal tip of the balloon remained in the graft. Many attempts at snaring the tip were unsuccessful. Another pta balloon dilatation catheter was inflated to occlude the venous outflow to eliminate risk of embolization. Additional attempts were made to snare the tip but were unsuccessful. The tip remained in the arterial limb of the graft. With the second balloon remaining inflated and the sheath in place, secured by bandages, the patient was transported to a hospital for surgical extraction of the tip. The patient is reported to be doing well.

Manufacturer narrative:
The lot number was provided and a review of the device history records is underway. To date, the sample has not been returned to the manufacturer. The investigation is currently underway.